Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ the challenge of treating abdominal aortic aneurysms with hostile neck anatomy: an overview¿.  Journal of clinical medicine 2024 13 1460   houser a, martinez c <(>&<)> s tassiopoulos a.  Https://doi.org/10.3390/jcm13051460. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿the challenge of treating abdominal aortic aneurysms with hostile neck anatomy: an overview¿  a midterm review of 37 patients with hostile neck anatomy who underwent evar with the primary use of endoanchors indicated a durable effect on proximal seal zone integrity during a mean follow-up of 46 months, with only one remote type ia endoleak and no ruptures in a patient cohort with an average of two hostile neck characteristics.  No further information was provided pertaining to medtronic products